Event description:
It was reported that the left ventricular lead exhibited loss of capture. No intervention was reported. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(4) 2015 states that the lead dislodged and was repositioned successfully. The patients condition post procedure was stable.